Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to procedural conditions due to difficulties with visualization. The reported worsening mr appears to be a result of the slda, while the reported dyspnea was likely a symptom of the increase mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 3. It was noted that in some views the anterior leaflet was not completely visible. Also, the grasping wasn't easy to visualize. On (B)(6) 2016, the patient returned to the hospital with increased dyspnea. Echocardiogram was performed which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. Surgical intervention is scheduled, but has not been performed. No additional information was provided.